Event description:
The customer observed falsely decreased white blood cell (wbc) and absolute neutrophil results for two patients on a cell-dyn sapphire analyzer. The following data was provided: patient 2 initial wbc count, on (B)(6) 2022, was 7.66, repeat, on another analyzer, was 0.044 10e9/l; initial neutrophil count was 6.10, repeat, on another analyzer, was 0.034 10e9/l. Patient 4 initial wbc result, on (B)(6) 2022, was 0.027, repeat results were 20.5* and 3.22* 10e9/l. The sample was then repeated on another analyzer and the result was 28.5 10e9/l. A manual differential confirmed the 28.5 10e9/l result. The initial neutrophil result was 0.016, repeats were 14.5* and 2.51* 10e9/l. The sample was then repeated on another analyzer and the result was 20.1 10e9/l. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier complete entry patient 2 and patient 4. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting a falsely decreased white blood cell count on the cell-dyn sapphire analyzer, serial number (B)(6). Review of the submitted reports found that limit set flags were displayed on all results. Suspect parameter flags, suspect population flags, and/or invalid data messages were also displayed upon repeat testing of the samples. These data flags and messages indicated that further review and validation of the results was required. Through an extensive investigation, the fsr found the assy, lscr, srng drv b, cdsphr, part number 8921276302, was worn out from normal use and needed to be replaced, which resolved the issue. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no product deficiency was identified.